Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient expired for reasons unknown. The device is involved with fsca premature battery depletion with implantable cardioverter defibrillator (B)(6) 2016. There has been no allegation of premature battery depletion.